Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during diagnostic procedure. The procedure was aborted and completed by using another system. The philips remote service engineer (rse) examined the system remotely and confirmed that the live image was not displayed on the monitor in the examination room. Review of the log files shows video channel 13 (x-ray exam room live) has no signal for about 15 minutes. Upon troubleshooting, the philips field service engineer (fse) went onsite, checked the system and found the issue with the video converter. To resolve the issue, fse replaced single link dvi. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the live image was not displayed on the monitor in the examination room. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.